Event description:
Patient alleged that adapters are faulty and causing insulin to go into their devices (insulin went into insulin cartridge chamber of two different devices) -- this occurred during attempt to prime. There were no visible cracks in the insulin cartridge. Device did not generate any error messages. Patient's blood glucose was not affected, and no treatment was received.